Event description:
Pt reported he had pain and hematuria during catheterization at ER with a 16fr catheter. Pt reported he is usually catheterized with a 14fr catheter. Pt requested to have catheter removed against medical advice to wait for a urologist to examine him. Pt left hospital and proceeded to a different hospital to have the catheter removed. Pt reported reading in a hospital report that the catheter was a cure medical m16 straight intermittent catheter. Pt reported that the personnel who removed the catheter did something with a syringe to remove the catheter. The hospital has not reported or confirmed any adverse event involving cure medical devices.

Manufacturer narrative:
MFR is unable to confirm that the device used in the event was a cure medical catheter. Cure medical does not distribute indwelling catheters. Cure medical intermittent catheters are not typically used in an ER setting. Pt has not responded to requests for additional info and has not provided promised documents supporting initial claim. Hospital personnel did not confirm the initial claim or report any adverse event to cure medical. MFR has no evidence to indicate this was a reportable event. MFR is filing report in response to pt report to FDA. This document represents our initial and final report.